Manufacturer narrative:
Additional information was received. The physician attempted to implant ctag from the left common carotid artery to treat the dissection. So the lsa cover was included in the plan. (The lsa must be covered if the ctag was implanted from the lcca based on the anatomy.) As a result the ctag partially covered the lsa, but it included in the plan. Medwatch 2017233-2021-01769, was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent a graft replacement for treatment of a descending thoracic aortic aneurysm rupture. During the graft replacement procedure, a retrograde dissection from the proximal anastomosis or the proximal interrupted site (it was unknown which site.) To the distal of the left subclavian artery occurred. The adventitia was damaged and it led to bleeding. A gore¿ tag¿ conformable thoracic stent graft with active control system was implanted to treat the dissection. The partial uncover stent was covered the left subclavian artery. The angiography revealed the anterograde blood flow of the left subclavian artery and didn't show the false lumen. So, tevar procedure was concluded. However, the bleeding was not able to be controlled. And the patient passed away after the procedure. The physician suggested that the patient condition was bad from before the procedure because of the aneurysm rupture, and tevar procedure didn't lead to the patient death.